Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device'), fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('perforation (uterus)/peroration seemed to be in cervical canal'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('bleeding') in a 30-year-old female patient who had essure (batch no. 626686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety from (B)(6) 2008 to (B)(6) 2008 and anemia. Concurrent conditions included migraine since 2008, cervicalgia, epigastric pain, adenomyosis, upper back pain, numbness of extremities, paraesthesia of limbs, abdominal pain upper, vaginal odor, cervical spinal stenosis, menstrual disorder and perineal pain. Concomitant products included sertraline hydrochloride (zoloft) from (B)(6) 2008 to (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 months 12 days after insertion of essure. On (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and pelvic pain ("pain/severe pain"). On (B)(6) 2008, the patient experienced pruritus ("itchy"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced fatigue ("fatigue"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient experienced urinary tract infection ("urinary tract infection") and vulvovaginal pain ("stange vaginal pain"). On (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient experienced perinatal depression ("postpartum depression"). On (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2009, the patient experienced dyspepsia ("digestive issues"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced mood altered ("very moody"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), anxiety ("anxiety"), depression ("depression"), rash ("lower abdomen rash"), back pain ("lower back pain"), abdominal pain lower ("lower abdomen pain"), musculoskeletal stiffness ("stiffness in my calves") and complication of device removal ("procedure took 3 hours because of the complication of improper placement"). The patient was treated with surgery (ablation on (B)(6) 2018 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, fallopian tube perforation, uterine perforation, menorrhagia, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, mood altered, urinary tract infection, vulvovaginal pain, vaginal discharge, anxiety, depression, rash, musculoskeletal stiffness and complication of device removal outcome was unknown, the fatigue and nausea had not resolved, the dyspepsia, alopecia, pelvic pain, weight increased, perinatal depression, pruritus, back pain and abdominal pain lower had resolved and the migraine was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, complication of device removal, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood altered, musculoskeletal stiffness, nausea, pelvic pain, perinatal depression, pruritus, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: dob as per previous fu: 25-oct-1977. Discrepancy noted as per pfs: insertion date : (B)(6) 2008. Current weight as of (B)(6) 2019:150 lbs. Approximate weight at the time of essure placement 159 lbs complication of device removal-procedure took 3 hours because of the complication of improper placement for the essure in 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.121 kgs. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: impression: she does have generalized abdominal cramping but she says her menses are extremely painful and unbearable. She has an essure birth control, method present. She is contemplating definitive surgery. Ultrasound scan - on (B)(6) 2008: myometrial echo pattern s/u adenomyosis; on (B)(6) 2008: retroverted uterus with essure echoes seen in the cornual areas. Both ovaries are multi follicular. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain female, vaginal discharge, menorrhagia, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device'), fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('perforation (uterus)/peroration seemed to be in cervical canal'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('bleeding') in a 30-year-old female patient who had essure (batch no. 626686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety from (B)(6) 2008 to (B)(6) 2008 and anemia. Concurrent conditions included migraine since 2008, cervicalgia, epigastric pain, adenomyosis, upper back pain, numbness of extremities, paraesthesia of limbs, abdominal pain upper, vaginal odor, cervical spinal stenosis, menstrual disorder and perineal pain. Concomitant products included sertraline hydrochloride (zoloft) from (B)(6) 2008 to (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 months 12 days after insertion of essure. On (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), the first episode of vaginal discharge ("vaginal discharge") and pelvic pain ("pain/severe pain"). On (B)(6) 2008, the patient experienced pruritus ("itchy"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced fatigue ("fatigue"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient experienced urinary tract infection ("urinary tract infection") and vulvovaginal pain ("stange vaginal pain"). On (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient experienced perinatal depression ("postpartum depression"). On (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2009, the patient experienced dyspepsia ("digestive issues"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced mood altered ("very moody"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), anxiety ("anxiety"), depression ("depression"), rash ("lower abdomen rash"), back pain ("lower back pain"), abdominal pain lower ("lower abdomen pain"), musculoskeletal stiffness ("stiffness in my calves"), complication of device removal ("procedure took 3 hours because of the complication of improper placement"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and the second episode of vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation on (B)(6) 2018 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, fallopian tube perforation, uterine perforation, menorrhagia, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, mood altered, urinary tract infection, vulvovaginal pain, anxiety, depression, rash, musculoskeletal stiffness, complication of device removal, abdominal pain, bladder disorder, urinary tract disorder and the last episode of vaginal discharge outcome was unknown, the fatigue and nausea had not resolved, the dyspepsia, alopecia, pelvic pain, weight increased, perinatal depression, pruritus, back pain and abdominal pain lower had resolved and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, complication of device removal, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood altered, musculoskeletal stiffness, nausea, pelvic pain, perinatal depression, pruritus, rash, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: dob as per previous fu: 25-oct-1977 discrepancy noted as per pfs: insertion date : (B)(6) 2008. Current weight as of (B)(6) 2019:150 lbs. Approximate weight at the time of essure placement 159 lbs complication of device removal-procedure took 3 hours because of the complication of improper placement for the essure in 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.121 kgs. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: impression: she does have generalized abdominal cramping but she says her menses are extremely painful and unbearable. She has an essure birth control, method present. She is contemplating definitive surgery.. Ultrasound scan - on (B)(6) 2008: myometrial echo pattern s/u adenomyosis; on (B)(6) 2008: retroverted uterus with essure echoes seen in the cornual areas. Both ovaries are multi follicular. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain female, vaginal discharge, menorrhagia, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: reporter details updated. On (B)(6) 2019, she explanted essure. (Previously reported as (B)(6) 2018). Added event abdominal pain, vaginal discharge, urinary problems, bladder problems. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device'), fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('perforation (uterus)/peroration seemed to be in cervical canal'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('bleeding') in a (B)(6) female patient who had essure (batch no. 626686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety from (B)(6) 2008 to (B)(6) 2008 and anemia. Concurrent conditions included migraine since 2008, cervicalgia, epigastric pain, adenomyosis, upper back pain, numbness of upper extremities, paraesthesia of limbs, abdominal pain upper, vaginal odor, cervical spinal stenosis, menstrual disorder nos and perineal pain. Concomitant products included sertraline hydrochloride (zoloft) from (B)(6) 2008 to (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 months 12 days after insertion of essure. On (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and pelvic pain ("pain/severe pain"). On (B)(6) 2008, the patient experienced pruritus ("itchy"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced fatigue ("fatigue"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient experienced urinary tract infection ("urinary tract infection") and vulvovaginal pain ("stange vaginal pain"). On (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient experienced perinatal depression ("postpartum depression"). On (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2009, the patient experienced dyspepsia ("digestive issues"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced mood altered ("very moody"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), anxiety ("anxiety"), depression ("depression"), rash ("lower abdomen rash"), back pain ("lower back pain"), abdominal pain lower ("lower abdomen pain"), musculoskeletal stiffness ("stiffness in my calves") and complication of device removal ("procedure took 3 hours because of the complication of improper placement"). The patient was treated with surgery (ablation on (B)(6) 2018 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, fallopian tube perforation, uterine perforation, menorrhagia, vaginal haemorrhage, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, mood altered, urinary tract infection, vulvovaginal pain, vaginal discharge, anxiety, depression, rash, musculoskeletal stiffness and complication of device removal outcome was unknown, the fatigue and nausea had not resolved, the dyspepsia, alopecia, pelvic pain, weight increased, perinatal depression, pruritus, back pain and abdominal pain lower had resolved and the migraine was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, complication of device removal, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood altered, musculoskeletal stiffness, nausea, pelvic pain, perinatal depression, pruritus, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: dob as per previous fu: (B)(6) 1977. Discrepancy noted as per pfs: insertion date : (B)(6) 2008. Current weight as of (B)(6) 2019: (B)(6). Approximate weight at the time of essure placement (B)(6) complication of device removal-procedure took 3 hours because of the complication of improper placement for the essure in 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram on (B)(6) 2008: results: total bilateral occlusion. Ultrasound pelvis on (B)(6) 2018: impression: she does have generalized abdominal cramping but she says her menses are extremely painful and unbearable. She has an essure birth control, method present. She is contemplating definitive surgery. Ultrasound scan on (B)(6) 2008: myometrial echo pattern s/u adenomyosis; on (B)(6) 2008: retroverted uterus with essure echoes seen in the cornual areas. Both ovaries are multi follicular. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain female, vaginal discharge, menorrhagia, back pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Event injury nos was replaced with the events: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, fatigue, digestive issues, hair loss, very moody, urinary tract infection, stange vaginal pain and discharge, migraines /headaches, nausea, pain, perforation (fallopian tube(s)), perforation (uterus), anxiety, depression, lower abdomen rash, vaginal discharge, weight gain, itchy, lower back pain, lower abdomen pain, bleeding, stiffness in my calves. Event outcome was added for the events: postpartum depression, itchy, migraine, nausea, fatigue, weight gain, digestive issues, hair loss, lower back pain, lower abdomen pain, pelvic pain. Lot number was added. Concomitant drugs, conditions, historical conditions were added. Lab data and reporter's information were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.